Event description:
Location: right basilic vein. Catheter type: 3 french, 1 lumen catheter, 19.5 cm in length, PICC line, power injectable. Inserted in july. PICC line found to be broken at blue cap by nursing staff one month after insertion date; not being used at this time. Upon entering room, catheter broken into two below blue cap, PICC tubing and dressing still intact on patient. Mother reports catheter broken while changing patient's shirt. Clamps applied to PICC, md team made aware, rn asked for md to remove line. Md assessed pt. PICC removed by md. Broken piece of catheter saved and given to manager.